Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during testing. The insulin pump had scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer's blood glucose was 273 mg/dl at the time of call. The customer stated that they treated the high blood glucose with bolus. The customer stated that they were able to rewind the insulin pump. The customer stated that the drive support cap appeared normal. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.